Manufacturer narrative:
No samples were returned and no lot identification was provided. Therefore, co is unable to determine the cause of the reported problem or check the lot history. Retained samples were tested and collapsed at 140cm water, which exceeds the 60 cm water recommended in the product labeling. Quality inspectors have been advised of the complaint for their awareness in future production.

Event description:
A nurse in the cvicu said that her pt's throacic chest tubes were collapsed when the pt came from the or. They sent the pt back to the or, disconnected the aqua seal and hooked up another unit and the thoracic chest tubes went back to normal, open position. They also reported, they could not achieve bubbling in the first aqua seal.